Manufacturer narrative:
H11: the related medwatch report number 0700220000-2024-8060 is in the corresponding h10 related report number field for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to e4 and h11: h11: the user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of two (2) clearlink system, non-dehp continu-flo solution sets leaked at the y-port. The events occurred during a total parenteral nutrition (tpn) and intralipid infusion (il) infusion via a peripherally inserted central catheter (PICC) in the neonatal intensive care unit. The tpn line leaked at y-port closest to the patient and the il line leaked at y-port second closest to the patient. Both infusions were changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure, clear passage under water, and priming were performed with no issues noted. The reported condition was not verified for both samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.